Event description:
It was reported that during the pre-use check, leakage of medical fluid from the connection part was observed. No patient involvement was reported.

Manufacturer narrative:
H6: health impact and evaluation codes: updated a device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. A product sample and one image was received for evaluation. Visual and functional testing was performed. Visual inspection found no marks or stains were observed on tube surface, neither on reflux connector or swivel connector. Functional testing found the sample presented leakage. Complaint is confirmed. The root cause of the reported issue was found to be manufacturing - lack of solvent in connection. Awareness notification for failure mode reported to production personnel was issued by the quality engineer ? (B)(6) 2021. This remediation MDR was generated under protocol (B)(4) as a result of warning letter cms# (B)(4).